Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastroi ntestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient felt like they weren¿t emptying their bladder completely since the day of the report. The patient also reported they had been going to the bathroom constantly since the day of the report. The patient raised stimulation from 1.9 to 2.0 and would keep increasing on the current program until they felt it comfortably. Syncing with the programmer showed stimulation was on. The patient was redirected to their healthcare provider if the symptoms continued. No further complications were reported.